Manufacturer narrative:
A promus select ous mr 12 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10nov2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. After pre-dilation was performed with maverick balloon catheter, a 12 x 3.00 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. Following high pressure dilatation, the procedure was completed with another stent. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.